Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, failed test a/e13, a21, a17 alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 428 mg/dl and 428 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer also mentioned that the insulin pump had watchdog timeclock anomaly and the insulin pump was off. The insulin pump will be returned for analysis.